Event description:
It was reported that the customer had been having problems with one of the buttons on the insulin pump. It was then stated that the customer was in the hospital due to high blood glucose and high blood pressure. Troubleshooting was not possible as the customer was not present. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.